Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned cleanly cut in multiple pieces as a consequence of the explant procedure. There was considerable instrumentation damage and breaching to the outer tubing in two locations. Broken wires were seen near one of these breaches. Although the lead was subjected to explant damage, it was concluded based on the appearance of the broken wires and the reported high impedance prior to explant, that the broken wires are consistent with the lead being subjected to overstress or a sudden event while in vivo. H6 - adverse event problem - corrected medical device code to reflect lead fracture

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead showed high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.